Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the reservoir had leak and an air bubble. The customer¿s blood glucose was 178 mg/dl. Troubleshooting was performed. Customer stated that the reservoir was in used. Customer stated that the leak was at o-rings. Customer stated that the leak was past first o ring. The device will not be returned for analysis.